Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found a fracture in the middle of the stem feature. A few nicks and dents were found. Device history record was reviewed and no discrepancies were found. Definitive root cause can be determined as wearing rearing from normal usage. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Definitive root cause can be determined as wear resulting from normal usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The following sections were updated: lot number-61694878. Device manufacture date-dec 20, 2010. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument is cracked. No adverse events have been reported as a result of the malfunction.